Event description:
It was reported that the ilet pump screen developed a crack and the device could not be unlocked, prompting a switch to multiple daily injections while a replacement was arranged. Symptoms included hyperglycemia (400 mg/dl) with the user reporting continued insulin delivery via pens and ongoing cgm use. Outcomes included interruption of pump therapy and transition to alternative insulin administration without hospitalization. Investigation included remote troubleshooting, photographic review of the cracked screen, instructions for device shutdown, and return of the device. Investigation of this case revealed a damaged display/touchscreen that prevented normal user interface function, consistent with a device mechanical damage issue affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.